Event description:
It was reported that the patient had a fungal infection which involved their hands and arms with itching on their back. This occurred during the trial phase of the neurostimulator therapy and it was noted that they had these symptoms for the last week. The patient visited their primary care physician on (B)(6) 2012 and was prescribed a 10 day regiment of anti-fungal medication for the infection. In addition the patient did not experience therapeutic effect (not adequate coverage) from the stimulation therapy. The patient also had an ''excruciating'' headache which began on (B)(6) 2012 and had ''chills'' 2 nights ago. Follow up information received reported that the fungal infection extended to the patient's face and was confirmed that they were prescribed anti-fungal medications. It was also reported that the trial leads were removed. The patient was reported as ''doing fine.''

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).